Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, fse conducted follow-up with the customer over-the-phone to address the reported event. Fse performed troubleshooting with the customer to thoroughly clean the lead screw for the large syringe. On (B)(6) 2016, fse followed up with the customer again. The customer reported that the errors had subsided. No further action was required by field service. The most probable cause of the reported event was due to a dirty drive lead screw of the large syringe.

Event description:
On (B)(6) 2016, the customer reported ongoing large syringe errors on start up with their g8 analyzer. The customer reported that she had recently changed the sample needle. On (B)(6) 2016 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.